Manufacturer narrative:
Received 1 temp sensing foley catheter. The reported event was unconfirmed. Per the visual inspection, the sample was examined and did not find anything to contribute to the reported event. Using a slot gauge, the sample measured to be 16 french. The specification is 16fr+/-2fr; therefore, the sample met specification. The reported problem was unable to be duplicated. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or damaged or if any imperfection or surface deterioration is observed, do not use." (B)(4).

Event description:
It was reported that the foley catheter appeared to have migrated to the glans. The area was hard to palpate so an attempt was made to deflate the balloon via the balloon inflation port. However, the fluid was not able to be aspirated. It appeared that the foley was blocked because there was no foley output, and the catheter was not able to be flushed. The foley was removed using lidocaine. Upon removal the foley balloon was intact; however, was unable to be deflated.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the foley catheter appeared to have migrated to the glans. The area was hard to palpate so an attempt was made to deflate the balloon via the balloon inflation port. However, the fluid was not able to be aspirated. It appeared that the foley was blocked because there was no foley output, and the catheter was not able to be flushed. The foley was removed using lidocaine. Upon removal the foley balloon was intact; however, was unable to be deflated.